Event description:
The automatic endoscope disinfector they received as a loaner had cycle times that were faster than the other units they had. Fcss investigated and found the machine had the rapicide chip installed (5 minutes disinfect soak time at 35c, minimum) instead of the opa chip (12 minutes disinfect soak time at room teperature). This could lead to scopes being inadequately disinfected. No pt adverse reactions have been or are being reported.